Event description:
This device case, which involves a serious adverse event, reported by a consumer, concerns a pt (origin unknown). The pt was taking lispro (humalog) via a humapen ergo (teal with opaque cartridge) device for treatment of diabetes. The device was operated by the customer. It is unknown if the consumer was a trained user or how long they had used the device for. The pt's medical history includes ischemic heart disease and pt was taking multiple concomitant medications. In 2002, an unknown time after beginning lispro via the humapen ergo (lot number unknown/model number ms8335), the pt experienced hypoglycemia and pulmonary edema. In the morning, the pt was unable to inject their regular dose of lispro as their humapen was not working. The pt's spouse contacted a local doctor who could not attend at the pt's home. The pt's spouse then contacted the community nurse who advised the pt's spouse to give the pt some jelly beans and some orange juice. The nurse attended the pt's home and located an older pen which was then used to give the pt their lispro injection. The pt became increasingly unwell and the spouse called an ambulance which transferred the pt to the hospital at 8pm that evening. On arriving at hospital the pt had a blood glucose level of 1.2. The pt was treated for their hypoglycemia and was found to have pulmonary edema. Pt was admitted under the attending cardiologist. It is unknown what corrective treatment was given. The pt is recovering. The pt's spouse reported that the humapen cartridge holder was broken in 2002. The pt's humapen ergo has been returned to the co for analysis. Initial analysis found a broken lead screw and detached footpad. The pen was returned without its cartridge holder. The reporting registrar stated that she did not believe that the pulmonary edema was related to the event of hypoglycemia but to the pt's history of ischemic heart disease. The registrar stated that she thought that the event of hypoglycemia was brought on by the fact that the pt did not receive their lispro at the correct time and when pt did receive their lispro that it was possibly at an inappropriate time thus leading to the hypoglycemic episode. Udpate 6/2002: event of pulmonary edema has been removed from the device pages as per review. This event remains associated with the suspect drug. Update 7/2002: pen returned. Initial analysis entered. Device pages updated. Narrative updated.

Event description:
Burgundy with clear cartridge holder. Lot number a1511/model number ms8930)